Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Experienced did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? Unknown did the healthcare professional receive audible & tactile feedback when firing the device? Unknown were the donuts inspected? If so, please describe. Yes was a complete washer transection confirmed? Unknown were there any issues experienced with the device in the initial surgical procedure? No were any staple malformation issues identified at reoperation? Unknown what were the preoperative and postoperative hemoglobin levels? Unknown are the patient complications of cerebral infarction, right limb hemiplegia, and stress gastrointestinal bleeding alleged to be associated with the issues experienced with the circular stapler? Please explain. Surgeon thinks it is related to our device issue. What is the current patient status? Stable in hospital now.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any issues experienced with the device in the initial surgical procedure? Were any staple malformation issues identified at reoperation? What were the preoperative and postoperative hemoglobin levels? Are the patient complications of cerebral infarction, right limb hemiplegia, and stress gastrointestinal bleeding alleged to be associated with the issues experienced with the circular stapler? Please explain. What is the current patient status?

Event description:
It was reported: bleeding after surgery. It was reported that during the pancreatoduodenectomy+ child reconstruction of digestive tract,at the night after operation, noted blood in the drainage tube of stomach and continuous decrease of hemoglobin,did the emergency surgery on (B)(6), noted the pulsatile bleeder and mucosa was torn, used suture to stop bleeding. After surgery, the patient was with some severe complications: cerebral infarction, right limb hemiplegia, and stress gastrointestinal bleeding. The patient is stable in hospital now.